Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed successfully. The patient's pressure dropped and required cardiopulmonary resuscitation (CPR), intubation, and inotropic support. A ventricular assist device was used to attempt pressure support, however, was unsuccessful. The pressure did not return and the patient subsequently died from cardiogenic shock.